Event description:
On 8/16, customer reports the room failed during a procedure. Staff brought in a portable fluoro c-arm and procedure was completed without further incident. Customer provided no patient or procedural information other than to say the procedure was completed. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.